Event description:
Leakage: it was reported that "distal piece of flotrac was loose, allowing leakage and air inside pressure tubing.".

Manufacturer narrative:
Customer report was confirmed. One flotrac - vamp adult kit was received for examination. Leakage was found at flotrac zero-stopcock. Flotrac housing male luer was broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer. Stress marks were evident around entire stopcock female luer.